Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a humerus (elbow) internal fixation surgical procedure, it was observed that small battery drive device got very hot and squeaked and squealed under torque pressure. It was further reported that when the device was under load and the pressure increases, the louder the noise became. There was no delay to the surgical procedure. A spare device was not required and the case was successfully completed with the same reported device. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device squeaked and squealed under torque. Therefore, the reported condition was confirmed. It was determined that the coupling head was worn, the wire insulation on the electronic control was damaged and the worn components were replaced. The assignable root cause was determined to be due to component wear. If additional information should become available, a supplemental medwatch report will be sent accordingly.